Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and force evaluation of the returned device. Visual analysis of the returned sample revealed that a reddish material was observed in the pebax, a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. The magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the device. It was initially reported by the customer that the carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu). Caller tried rezeroing several times without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The caller reported the carto 3 system was operating per specs and not responsible for the product issue. The procedure was continued. There was no patient consequence. The customer¿s reported force sensor error is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 1-feb-2022, pal revealed that a visual inspection of the returned device found a reddish material in the pebax and a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. This finding of a hole in the thermocool® smart touch® sf bi-directional navigation catheter is considered to be an MDR reportable malfunction since the integrity of the device has been compromised.